Event description:
Event description boston scientific received information that this lead was explanted and replaced ten days after the implant procedure. The lead perforated the patient's heart wall.